Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated that customer was experienced extremely low blood glucose. Blood glucose was in range of 50 mg/dl to 60 mg/dl. Once it drops to 40 mg/dl. Customer stated that other night while in the shower customer's blood sugar bottomed & then again last night where the sensor was reading below 40 mg/dl yet both nights customer about went into a seizure due to the lows. Customer used auto mode at the time of event or not was unknown. Insulin pump will be returned for analysis.